Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 50 mg/dl. The customer was treated with drinks. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer was not allege insulin pump was over delivering. The customer was not want to continue troubleshooting. The insulin pump will not be returned for analysis.